Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized for diabetic ketoacidosis; the customer's experienced a high blood glucose event due to the insulin pump alarming with no delivery. The patient's blood glucose at the time of incident was 29.2 mmol/l. Troubleshooting was initiated for the no delivery alarm. The reservoir and infusion set was changed and when a manual prime was run on the insulin pump the device alarmed no delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.